Event description:
A report was received that the patient was experiencing pain at pocket site. The patient was given lidoderm patches to help with pain. However, the patient's ipg was explanted. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.